Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button is intermittently unresponsive. Reportedly, after multiple presses of the wake button, the customer is able to bring up the screen. During troubleshooting with tandem technical support it was confirmed that the pump still turns on when plugged into a power source. The customer reported blood glucose (bg) level was in the 400's (mg/dl) due to needing to change out the supplies on the pump. To address bg level, the customer changed out the supplies and delivered a correction bolus. It was confirmed that the customer will continue using the pump until the replacement pump arrives.

Manufacturer narrative:
The failure investigation has been completed and the reported wake button was confirmed. Functional testing was performed and there was no failure identified with the performance of the device for the reported elevated blood glucose level. In addition, a different issue was found.